Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was performed which did not identify any product issue. A review of the data did not reveal any abnormalities. It is possible the discrepancy is due to differences in technologies between platforms used. Additionally, the use of non-recommended sample collection practices cannot be ruled out as a contributing factor. The product is functioning as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged sample initially generated a positive sars-cov-2 result. The same sample was retested both on the same platform and another assay which both yielded negative results for all targets. The initial positive result was not released. According to the customer, samples are collected using (B)(6) viral sampling tube (inactivated, 3.0 ml) and asan transport medium which not considered a validated collection method. Per the method sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was performed which did not identify any product issue. A review of the data did not reveal any abnormalities. It is possible the discrepancy is due to differences in technologies between platforms used. Additionally, the use of non-recommended sample collection practices cannot be ruled out as a contributing factor. The product is functioning as intended.